Event description:
Customer reported via phone call they experience hypoglycemia and hyperglycemia. The blood glucose level was 60 mg/dl and another blood glucose level of over 400 mg/dl. It was reported that the customer went low blood glucose first and then high blood glucose. The customer treated low blood glucose with orange juice and high blood glucose with the pump. It was unknown if the customer was using the pump auto mode feature during the event. The customer was unable to troubleshoot. No further patient complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.